Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was continuously alarming. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit was continuously alarming. A field service engineer (fse) went onsite and was unable to duplicate the issue. The fse then performed all tests and confirmed the device passed all tests. The fse was unable to duplicate the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.